Event description:
The customer reported being hospitalized due to high blood glucose of 499mg/dl, and she was treated with the insulin pump and manual injections. The customer was experiencing unexplained high glucose for the past three weeks. Troubleshooting was performed. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.